Event description:
It was reported that the patient's spouse indicated that within a couple weeks of implant, the patient's left ventricular (lv) lead was tested, and was determined to not be working. It was further reported that the lv lead exhibited a loss of capture in all three vectors. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0185 competitor implantable tachy lead - (B)(6) 2010; 4136 competitor implantable pacing lead - (B)(6) 2010; 5076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's spouse indicated that within a couple weeks of implant, the patient's left ventricular (lv) lead was tested, and was determined to not be working. The lead was explanted and replaced. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.